Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported the device displayed premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis found low device battery voltage. When the device was powered with an external supply, the system current drain (cd) was nominal. The l174 integrated circuit (ic) was damaged during the removal process; the system now exhibited high system cd. As a result, the analysis was discontinued with the cause of the battery depletion not determined. Analysis of the battery found lithium (li)-plating breach along the top edge of the anode separator enclosure, adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.